Event description:
It was reported there was an inflammatory mass. It was reported the patient¿s body grew a mass in 2005 at the end of the catheter that went up there spine, and it grew right into the spinal cord. It was stated the patient did not think it was an inflammatory mass, but their ¿body didn¿t like it.¿ it was stated that when they filled the patient¿s pump, they would come home and vomit all weekend. It was stated ¿there were signs of the mass, but the health care provider (hcp) didn¿t catch on to what was happening.¿ it was stated the patient became paraplegic from the mass in 2005. It was noted they took it out, but the patient did not think the drains were left in long enough. It was noted the patient could walk the day they came home, but could hardly walk to the kitchen on the second day. It was stated the patient¿s leg felt like it weighed a ¿thousand pounds and couldn¿t move it at all¿ on the third day. It was stated they didn¿t take the pump and catheter out until 2006 and by that time another mass had grown in the spinal cord. It was stated the mass also grew scar tissue all over the place in the back around the spine like ¿it was trying to get rid of the catheter.¿ the pump was used to deliver morphine. .

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that the patient did not have concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).